Event description:
It was reported that a malfunction occurred. Customer's blood glucose level was 207 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.